Manufacturer narrative:
The pump is in the process of being evaluated.

Event description:
A pump with failure 703:00. It is unk when this failure code occurred. There was no pt injury or medical intervention necessary according to the hops. Rep.